Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer reset the pump to clear the alarm. Customer¿s blood glucose level ranged from 286-287 mg/dl.